Manufacturer narrative:
Malfunction could not be duplicated; unit serviced once before for spacer upgrades, not associated with a complaint (B)(6) 2013; unit serviced (B)(4) 2013 - could not duplicate; unit put into demo stock; unit serviced per CAPA 1314 for a different facility; no complaints reported for this console since march; DHR review does not indicate a mfg error; five complaints from this facility (two for consoles) - uncertain of number of cases performed, may be a training issue; this distributor has a history of damaging consoles during shipping; there have been no complaints from this facility from march to july.

Event description:
Vacuum test failure while priming. Second time on same machine.